Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, the patient had a choroidal detachment. The surgeon injected an ocular viscoelastic device into the vitreous body, which resolved the event. The surgeon reported that the cause of the event is unknown. The shunt remains implanted.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The shunt remains implanted. Attempts to gather additional information have been unsuccessful. (B)(4).